Event description:
Upon removal the catheter port was noted to be split. At least three 1 cm splits were seen in the same location, which was thought to be in the subclavicular thoracic outlet region. The catheter was removed and a new catheter was inserted.